Event description:
Healthcare professional reported rupture. The device status and affected side are unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left rupture and capsular contracture baker grade iii/IV. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Additional observations: crease fold observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported capsular contracture baker grade iii/IV. Device has been explanted and replaced with non allergan device.